Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and found diagnostics codes. The se replaced the breath delivery (bd) controller/distribution printed circuit board assembly (pcba), the line interface 2 pcba and the communications backplane pcba. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during preventative maintenance, a 980 ventilator failed the breath delivery (bd) audio test on an extended self test (est). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation summary: the following parts were returned for failure investigation: communication backplane printed circuit board assembly (pcba), line interface 2 pcba, breath delivery (bd) power controller pcba and bd power distribution pcba. The communication backplane pcba, the line interface 2 pcba, they bd power controller pcba and bd power distribution pcba were visually inspected and showed no anomalies. The communication backplane printed circuit board assembly (pcba), line interface 2 pcba, breath delivery (bd) power controller pcba and bd power distribution pcba were functionally tested with an extended self test (est) initiated and failed the bd audio test. Further testing isolating the other components found no issues. Analysis determined this failure is associated with the c4 component on the bd power controller. If information is provided in the future, a supplemental report will be issued.